Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarmed during testing. No unexpected self-changing screen was noted. The pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, broken belt clip slot and cracked reservoir tube. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was 102 mg/dl. The customer stated that the buttons on the pump would not respond properly. The customer stated that he cannot exit out of anything and the pump is changing screens on its own. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan.